Event description:
It was reported that (1) er320 device was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the resident fired the er320 and on the third firing clip did not close and was removed from the field. The clip closed properly on subsequent firing. The case and was completed and there was no consequence to the pt.